Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-69 - using incorrect test strip. Platform note: customer is using the wrong test strips.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 120 to 140mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 11/16/2018 and open vial date is within the month of august 2017. The meter memory was reviewed for previous test result history: 23mg/dl, (B)(6) 2017, 02:25 pm, fasting: yes; 25mg/dl, (B)(6) 2017, 05:49 pm, fasting: yes; 26mg/dl, (B)(6) 2017, 02:10 pm, fasting: yes; 21mg/dl, (B)(6) 2017, 01:51 pm, fasting: yes; 22mg/dl, (B)(6) 2017, 01:52 pm, fasting: yes. The customer is calling in regard to getting e-4 on the meter. While speaking to the customer she then stated she is getting low results on the meter. She is feeling well and is not having any symptoms regarding diabetes now. When she got the low results, she did not administer any insulin. The customer says she knows her results are not that low or she would have been in a coma. I advise the customer she is using the incorrect test strips with the meter. The customer was advised not to use the meter or test strips to perform any blood test.